Manufacturer narrative:
Corrected information: this report is a duplicate. Medtronic has reported the device and incident on report #2936999-2018-00458. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a leakage of the cuff between the balloon and the cannula. The customer reported that there was several leakage of the same tube with the same patient. It was indicated that this cause fluid in the lungs of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a leakage of the cuff between the balloon and the cannula. It was reported that there was several leakage of the same tube with the same patient. It was indicated that this cause fluid in the lungs of the patient.